Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a meal as a correction dose (¿ghost meal¿), and blood glucose was elevated with a peak of 402 mg/dl and later trended to 300 mg/dl. The meal announcement did not affect glucose due to a bent cannula, and the agent provided education to avoid insulin stacking, consistent with an improper method related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified involving improper procedure and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.